Event description:
It was reported that there was an issue with the incorrect time displayed on the pump, which exceeded a five-minute discrepancy. There was no adverse impact to the customer¿s blood glucose level. The customer updated the pump time with assistance from technical support and was advised to monitor for any further discrepancies and report if the issue recurs. No reason for the time discrepancy was identified.